Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating a malfunction to the device. The internal handles passed all functional tests without any issues. The device was recertified and returned to the customer. Review of the device activity logs showed that the paddles were connected, and the paddle shock button was pressed on several occasions before the charge was initiated. The device will not discharge energy if the paddle shock button is held before the device finishes charging to the selected energy level. There was also one incident where the device did not discharge energy after a successful charge operation due to check pads/poor pad contact messages. These messages indicate that the device does not recognize if the paddles that are attached to the device, or the device is not detecting a valid impedance through the paddles. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 87-year-old female patient, the device failed to discharge using internal paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.